Event description:
Using fully covered wall stent and during withdrawal of the deployment device it hung up. With some scope manipulation we were able to finish pulling the deployment device and keep the stent in place. Dr (B)(6) reports that this is the second time that this has happened with this type of stent in the last week.